Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2017 due to high blood glucose. The customer¿s blood glucose level was 415 mg/dl. They changed their infusion set but the blood glucose would not come down. They took a manual injection and it started coming down. Their blood glucose level at the time of admission was 432 mg/dl. They were given intravenous therapy. The customer¿s current blood glucose level was 202 mg/dl. Troubleshooting was performed. The insulin pump passed the self-test. The device settings were also programmed accurately. Additionally, the customer also reported that they had experienced a high blood glucose level was 420 mg/dl after having lunch. After dinner, their blood glucose level was in the range of 500 mg/dl. The device will not be returned for analysis.